Event description:
It was reported during the procedure, when tightening the 2.7 screw, the driver broke. The procedure was completed with another driver, and there were no adverse consequences to the patient. The report is related to report number 3025141-2023-00022 for the screw involved in this event.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned driver and broken driver tip were examined under magnification. It was confirmed that the t8 stick fit hexalobe driver (part number 80-0759) had batch number 259650. Torsional fracture patterns were identified in the hexalobe portion of the driver tip. No other significant damage was seen across the length of the driver. The overall driver length was measured to confirm fracture point and approximate how much material was gone. The driver measured at approximately 3.3535 inches from the end to the highest point of the fracture surface, indicating that approximately 0.0265 inches of the driver broke off. The screw used with the driver was not returned. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis; however, based on the information received and due to unknown procedural conditions, no definitive conclusion regarding root cause could be made.